Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. P-cap / reservoir locks properly into place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dead. The customer's blood glucose value was 249 mg/dl. Troubleshooting was performed. The customer stated that insulin pump was cracked at battery compartment. Insulin pump had moisture damage. Customer tried to remove battery and hold down the back arrow button for a minute but insulin pump did not respond to the next battery. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.